Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump did not trigger threshold suspend mode due to an inaccurate sensor glucose reading. The customer stated that the blood glucose reading would be in the 30 mg/dl range, but the sensor glucose reading was not low enough to trigger the suspend of insulin delivery. The blood glucose reading was in the 40 mg/dl range, compared with the sensor glucose reading, which was in the 100 mg/dl range. On another occasion, the blood glucose reading was 28 mg/dl, compared with the sensor glucose reading of over 70 mg/dl. The customer stated that sometimes the blood glucose levels were high when the sensor glucose readings were low. He treated with liquid glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.